Manufacturer narrative:
The returned device had scarring and scratches, evidence of some type of rubbing motion that caused the insulation failure. The reporter returned this device stating, "it had insulation failure and burned a few patients." Info was sought for the pt particulars, and no other info was provided. Event occurred in (B)(6).

Event description:
It was reported to olsen medical from a distributor in (B)(4) that a burn to a pt(s) was involved with a device from olsen medical. There are no other details provided.